Event description:
Voluntary medwatch received states that the right atrial lead exhibited under-sensing which resulted inappropriate atrial pacing. No intervention was performed. Patient status was not reported.